Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000149744.

Event description:
It was reported, a lead diagnostic was performed and revealed high impedances across one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.